Manufacturer narrative:
An event of not being able to remove air from the loader was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 14 september 2023, a 31mm amplatzer amulet left atrial appendage (laa) occluder (lot:8534316) was chosen for implantation utilizing an amplatzer torqvue delivery system. When connecting the device to the delivery sheath, air was noted within the amulet loader. The device was removed before air could enter the delivery sheath. Tried to disconnect and reconnect the valves on the occluder, but the result was the same, air continuously entered. A replacement 31mm amplatzer amulet laa occluder (lot: 8875592) was used to complete the procedure successfully. The patient remained hemodynamically stable throughout the procedure. The patient is reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.